Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that bd¿ combined spinal & epidural trays catheter broke. The following information was provided by the initial reporter: material no: 405828 batch no: unknown it was reported that the epidural catheter broke. Event description per spreadsheet states, "epidural catheter broke." It was noted that the awareness date was 04/30/19.catheter broke before placement. No aes were noted and no samples are available.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd¿ combined spinal & epidural trays catheter broke. The following information was provided by the initial reporter: material no: 405828, batch no: unknown. It was reported that the epidural catheter broke. Event description per spreadsheet states, "epidural catheter broke." It was noted that the awareness date was (B)(4) 2019. Catheter broke before placement. No aes were noted and no samples are available.